Manufacturer narrative:
Correction: "device discarded" changed to "device not returned" internal complaint number: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Towards end of procedure, pa noticed a bend in the hemopro and black piece of section near the jaws had fallen into the patient. This piece was retrieved. Pa stated there was a "significant amount of fascia" to cut. Retrieving foreign piece added an additional 20 minutes to procedure. No patient harm.

Manufacturer narrative:
(B)(6). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. Towards end of procedure, pa noticed a bend in the hemopro and black piece of section near the jaws had fallen into the patient. This piece was retrieved. Pa stated there was a "significant amount of fascia" to cut. Retrieving foreign piece added an additional 20 minutes to procedure. No patient harm.